Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the sure grip was found detached prior to its use.

Manufacturer narrative:
Submission date: (B)(6) 2018 an investigation was performed for the reported customer complaint: ¿customer reports that sure grip was found detached prior to its use.¿ a review of the device history record (DHR) for lot no. 702418664x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample from the same lot was provided for evaluation. A visual inspection was performed and it was observed that the connector became disconnected due to a lack of solvent. Dimensional inspections were performed and the device was within specification. Corrective action has been taken to address this issue. Maintenance was performed on the affected manufacturing component. Additional quality monitoring has been implemented to assure that both grips are attached to the tube. The reported customer complaint was confirmed. The root cause was determined to be a lack of solvent due to a mechanical fault in the solvent dispenser. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.